Event description:
Pt had a laparoscopic cholecystectomy performed on (B)(6) 2014 - no complications, pt tolerated procedure well, and was d/c'd home the same day. Pt then had an appendectomy performed on (B)(6) 2015. During the procedure, but after the appendix was removed, the surgeon noticed a foreign body embedded in the omentum. The foreign body and piece of omentum were removed and sent to pathology. Pathology report states that foreign object is a clear elongated thin portion of plastic. After thorough investigation, the piece of plastic was identified as the plastic "collar" from the rim of the covidien endo catch specimen retrieval pouch that was used during the lap chole procedure on (B)(6) 2014. This was confirmed with the vendor representative today ((B)(6) 2015).